Event description:
It was reported that three to six months post operatively from an orthopedic procedure the patient developed swelling and popping of the joint. The patient was treated with antiflammatories and a series of cortisone injections, which provided some relief.